Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from (B)(6) of peritonitis in a patient coincident with dianeal unknown and dianeal pd2 ambuflex therapies for automated peritoneal dialysis (apd). In 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information, action taken with dianeal therapies and the outcome for the event were also unknown. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.